Event description:
A locking reconstruction plate implanted for a tumor resection of the mandible broke post operative and was removed. Plate was implanted without bone graft.

Manufacturer narrative:
Subject device has been rec'd and is currently in the investigation process. No conclusion can be drawn at this time.